Event description:
The user facility reported the device had overpressure during a case. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.